Event description:
It was reported the patient ((B)(6)) feels pressure and minimum stimulation from the lower lead. Currently, the patient is unable to utilize the device for therapy relief. An appointment has been scheduled for further interrogation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.